Manufacturer narrative:
¿H10 h3, h6: the reported 72201494 curved ultra fast-fix ab assembly used in treatment, has been returned for evaluation. The information provided states: ¿during a meniscus repair surgery, two "ultra fast fix ab" devices have failed. The first "ultra fast fix ab" device (lot: 2030871) could not deploy the t1 implant. The second "ultra fast fix ab" device (lot: 2025379) could not deploy the t2 implant." Device (lot: 2030871) could not deploy the t1 implant¿. Visual assessment showed device was bent. T1 and t2 remained on delivery needle. Depth limiter was cut to surgeon¿s desired length. An exact root cause cannot be determined with confidence. Per the device IFU (10600327) under warnings it states ¿do not bend delivery needle¿. There were no indications that would suggest that the device did not meet product specifications upon release into distribution. A review of the complaint and manufacturing records was performed and indicated similar allegations for the lot number reported.

Event description:
It was reported that, during a meniscus repair surgery, two "ultra fast fix ab" devices have failed. The first "ultra fast fix ab" device (lot: 2030871) could not deploy the t1 implant. The second "ultra fast fix ab" device (lot: 2025379) could not deploy the t2 implant. It is unknown if a back-up device was available or if there was a delay in the surgical procedure. No patient injuries or other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.